Event description:
A malfunction was reported on the pump by the caller. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any further issues arise.